Event description:
It was reported that an empty intravia container with pvc port had particulate matter found on its port. The particulate matter was observed before compounding of the bags began. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 5.

Manufacturer narrative:
(B)(4). Evaluation summary: the particulate matter identified was embedded in the stopper of the injection site. The cause was determined to be operator error. The operator did not detect the condition during visual inspection in the manual assembly process. This condition is related to the supplier manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Two unused samples were received for evaluation. Visual examination noted particulate matter on the injection site area of one of the devices. No particulate matter was noted on the second device. If additional relevant information is obtained, a follow-up will be submitted.